Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with this device. No patient serious injury or adverse event were reported.